Event description:
Same case as 6000093-2007-00273. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2005, the pt presented with shortness of breath, chest pain and acute coronary syndrome (acs). The physician performed revascularization of the native right coronary artery (rca), due to concerns of future occlusion of a saphenous vein graft (svg) to the posterior descending artery (pda) and, because the pt's recent acute inferior mi that was secondary to a mid rca lesion. The physician, then, placed a taxus express2 2.5x24mm drug eluting stent to the mid rca with good results. The proximal and ostial rca were stented using a taxus express2 3.0x20mm drug eluting stent. Angiography revealed no residual stenosis. Medications used during this procedure include; versed, heparin, integrilin, and nitroglycerin. No pt injuries or complications were reported. In 2007, the pt presented with thrombosis to the previously stented rca. An angiojet was used and a liberte bare metal stent 3.0x32mm stent was successfully placed. Medications used during this procedure include; cordorone, versed, integrilin, heparin, morphine, nitroglycerin and plavix. No pt injuries or complications were reported.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.